Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, non-sustained over-sensing episodes were recorded by the device. Technical support reviewed the session records and a suspected a loss of capture in the left or right ventricle. Additional information was requested but not received. The patient was stable.